Event description:
It was reported that the patient experienced an infection at the level of both leads and the implantable neurostimulator (ins), which was related to the procedure. The event, classified as moderate, presented with symptoms of dolor, calor, rubor, and tumor. Both leads and the ins were explanted on (B)(6) 2021 to address the issue. The patient was administered intravenous antibiotics in the pain center and continued oral antibiotics following the procedure. The adverse event required intervention to prevent permanent impairment and was resolved without sequelae as of (B)(6) 2021. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead, ubd: unknown, UDI#: unknown, this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.